Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon provided pictures from the operative procedure to show that the clips placed from the er320 device were scissoring. The surgeon completed the procedure with the same device. There was no consequence to the pt.